Manufacturer narrative:
A1, b5, h3. Device evaluated by manufacturer, h6. Health impact, and evaluation codes: updated. One device was received in "excellent condition". The event history/error log showed force sensor test error. Per functional testing, force sensor test error was found at power up and unable to calibrate the force sensor. The complaint was confirmed. The root cause was the plunger cable did not operate as intended which was causing the force sensor test error. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced plunger cable. Performed preventative maintenance (pm). Cleaned and greased device. The device passed all functional and delivery tests.

Event description:
Additional information received via email. The problem was found during a preventative maintenance test, no patient was involved.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the the device exhibited a "force sensor failure." Patient involvement is unknown.